Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the complaint received states that the patient had a vertebral canal stenosis at 5/s. When the assistant doctor took off the seal in order to use the screw in question (diameter 7mm ¿ length 40mm) and tried to insert, he found out that the screw was large in length. The doctor measured the length of the screw, and the screw was 5mm longer, diameter 7mm and length 45mm. He immediately exchanged it for another screw, and the surgery ended without any trouble. The screw¿s package was checked later, all mentioned on the face was ¿diameter 7mm ¿ length 40mm¿ but the screw was length 45mm. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional product codes: mnh, mni, kwq, and kwp. Before sterilization lot number was 7041748, after sterilization lot number is 8167141. Therefore, manufacturing is (B)(6) location. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report revealed no complaint related anomalies. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Evaluation of the returned device determined that the pedicle screw labeling did not match the product within the packaging (length 40mm/length 45mm). Review of potentially affected product determined this event to be an isolated incident. (B)(4)